Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: ten samples were returned for evaluation. All ten samples were tested for non-sleeve recovery with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5155541. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle, 21 g x 1.25 in leaked blood while sampling a customer's blood. The rubber sleeve remained stuck on cannula. No serious injury, blood exposure or medical intervention reported.